Event description:
It was reported that during a knee arthroscopy procedure using the eliminator icw wand, the surgeon noticed that the tip of the wand was loose when the wand was pulled out of the joint. The procedure was completed without delay, using a back up wand. The surgeon is confident that no debris was left inside the patient. Further information regarding the patient outcome was not made available.